Event description:
Customer's mother reports that customer is receiving no delivery alarms. Customer's blood glucose was 500 mg/dl, which were treated with manual injection. Customer's mother reports that she was unsuccessful in troubleshooting as insulin would not flow and cartridge would not move. Customer was unable to troubleshoot and was advised to attempt to prime and call back in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.